Event description:
Customer reports feeling a "zap" and "tiny shock" in her arm while wearing an adc device. Customer further reports that the device was "heating up" and and their arm was warm. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issue were observed. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the de-cased sensor and no issues were observed. The battery was measured at 1.59v, which was within specificaton range of 1.45v to 1.65v. Extended investigation was also performed. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Sensor data was successfully extracted. Accuracy testing was performed and all results were within specification. There was no evidence of the sensor over heating during testing or operation and the customer's complaint was not observed. Therefore, the issue is not confirmed.

Event description:
Customer reports feeling a "zap" and "tiny shock" in her arm while wearing an adc device. Customer further reports that the device was "heating up" and and their arm was warm. There was no report of death, serious injury, or mistreatment associated with this event.